Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2020-jan-31. It was reported that during the replacement procedure on (B)(6) 2019, the hcp "exacerbated the catheter and put in withdrawal." It was noted that the hcp "messed it up" and if he had turned the catheter the other way, the patient would have overdosed and wouldn't be here.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The patient experienced withdrawal. A catheter revision has not been performed. The patient was admitted to inpatient rehabilitation. A referral for a catheter dye study and revision was made to a neurosurgeon, but that procedure has not been scheduled yet. The cause of the inability to aspirate the catheter has not been determined. The cause will be positively identified during a dye study and revision. The inability to aspirate the catheter has not been resolved.

Manufacturer narrative:
Correction/update: the previous report indicated the 'date received by MFR' date was 1/8/2019. The correct date is 2/8/2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving compounded baclofen 4000 mcg/ml; 1792 mcg/day (estimate) via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2019. It was reported the patient was in the intensive care unit (ICU) on (B)(6) 2019; seizures. The patient had multiple sclerosis. A pump replacement was done on (B)(6) 2019 and the patency of the catheter was not checked. The pump was changed out with a back table prime and began therapy. It was unknown if the compounded drug played part of the seizure. The representative was going to the emergency room to check the logs and reports to see if there were any alerts. On (B)(6) 2019 the patient was currently in the hospital and they would like to check on the pump. No further complications were reported. On (B)(4) 2019 additional information was received from a healthcare professional (hcp) via a company representative. The patient¿s wife reported what she observed to be a seizure to the nursing staff. The patient was transferred to an acute care hospital and was admitted to the stroke unit (not the ICU as previously reported). Work ups included pump interrogation, magnetic resonance imaging (MRI), blood work, electroencephalogram (eeg), etc. It was unknown what the cause was. It was unknown if the seizures were related to the device. Admission was to the floor of the stroke unit. Pump interrogation was performed on the day of admission and on february 3. A catheter dye study was recommended if the treatment team wanted to completely rule out baclofen withdrawal. The attending neurologist did not believe it was a baclofen issue and would likely discharge the patient. However, a catheter dye study was attempted on (B)(6), and the catheter was not able to be aspirated by the radiologist. It was recommended that the patient undergo an open dye study and possible revision of the catheter if a flow issue was confirmed. The patient was not given any anti-seizure medication. Other than the seizure that the wife reported, there were no other reported seizures. The seizures have been resolved. Patient weight was (B)(6).